Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation.   New information added on fields: h3, h4 and h6. Correction on fields: e1 (first and last name, address, telephone should remain blank, establishment name= olympus) e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was adhered/clogged in auxiliary water channel and nozzle. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from air/water-channel. However, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope had a foreign material found inside of the jet tube and nozzle. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.